Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed a "call tech support" error. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed. The receiver data log could not be downloaded, but a "call tech support" error was observed and pictures were taken. The reported event of an error icon display was confirmed due to the occurrence of a "call tech support" error. A probable cause could not be determined.